Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a mechanical issue involving the pump switch, which did not allow the pump to rebound. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product information for balloon: model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100525739, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI): (B)(4). Concomitant product information for cuff: model number/catalog number: 72400163, serial number: n/a, batch/lot number: 1100126398, model/catalog description: belt cuff fgs 5.5 cm, unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.